Event description:
It was reported that during a mastectomy, the device's jaw would not open off the tissue. To remove they applied excessive torque to the device and it opened. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
The ac2e6p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted; in addition, the device opened and closed without any difficulties noted.